Event description:
During follow-up, noise leading to oversensing and loss of pacing in a pacemaker dependent patient was observed. Lead damage was suspected but was not confirmed via diagnostic imaging. Noise could not be reproduced via provocative testing. The rv lead was capped and replaced to resolve the event; the patient was stable and there were no adverse consequences.